Event description:
The defibrillator would not charge at a setting of 200 joules. A lifepak 12 defibrillator/monitor series that was already at the scene was used to deliver defibrillator therapy to the patient. The patient transported to the hospital and was resuscitated.